Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely revealing noise on the right ventricle lead that led to pacing inhibition. Programming changes were made and the patient was stable with a few occurrences of dizziness.